Event description:
Patient reported, right side rupture. Healthcare professional later confirmed, rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as the device was implanted.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: a.2., b.5., b.6., g.2., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture. Device has been explanted and replaced.